Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set kinked cannula events on 05-jun-2024, 08-jun-2024 and 29-jun-2024. Event occurred after three hours of insertion. Insertion site was at abdomen. The set was in use for 8-9 hours for first event and for 2-3 hours for other two events. Blood glucose levels were reported to be over 500mg/dl. Patient took correction injection via multi-daily injection. The event occurred on 05-jun-2024 led to hospitalization for 5-6 hours. Highest blood glucose levels were reported to be 400-450 mg/dl during the event. Patient was having high ketones. Patient took multi-daily injection to address the event. Patient was treated with intravenous fluids of saline and insulin in hospital and was discharged on the same day. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).